Manufacturer narrative:
Date of event: exact date unknown, event occurred long time ago from the date the manufacturer was made aware. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2316500, model: sc-2316-50, serial: (B)(4), batch: 16192583/16192583. Product family: scs-splitters, upn: m365sc3400300, model: sc-3400-30, serial: (B)(4), batch: 15998907/16062023.

Event description:
It was reported that the patient had inadequate stimulation. All components were explanted and will not be returned. No further information has been obtained despite good faith efforts.